Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2021-00244 1. Section h. Box 3. Device returned to manufacturer? 2. Section h. Box 6. Results code 1. 3. Section h. Box 6. Conclusions code 1. 4. Section h. Box 10. Additional narrative and/or corrected data. The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2021-00245.

Manufacturer narrative:
Evaluation of the returned handle revealed an undamaged, functional device. The handle was tested on a test fixture and performed within specification. The nose cone was removed from the handle body and was measured to be within specification using pin gauges. The root cause of the detachment issue during the procedure could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00245.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00245.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician advanced the smart coil in the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the handle was put aside and not used for the remainder of the procedure. The physician then used a new handle to detach the smart coil. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.